Manufacturer narrative:
The suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer on a social media website while wearing an unknown acuvue brand contact lens (cls). The pt reports ¿poor awareness¿ about the risks of wearing cls. On 11oct2021 additional information was provided by the pt. The pt reported discomfort in the od. On returning home, the pt removed the suspect od cls and visited a doctor. The pt advised the initial diagnosis provided was keratitis, the next day the diagnosis was corneal ulcer. The pt advised ¿it is because of bacteria that lives in running water¿. The pt advised that the current eye condition is od corneal opacity. The pt went to an eye care provider (ecp) on (B)(6) 2021, ¿in period of (B)(6) 2021 , the pt was hospitalized¿, and the last visit to the ecp was (B)(6) 2021. The pts final diagnosis after treatment in the hospital is od corneal opacity, dated (B)(6) 2021. On 12oct2021 the pt provided additional information. The pt reported the acuvue product used at the time of the event was acuvue oasys® with hydraclear brand cls. The pt was prescribed "gentmitsine 0,3, atropine 0,1 and mezatone 0,1", no frequency of dosing was provided. The pt will not return to cls wear as the pt has a corneal opacity and a corneal curvature due to the corneal ulcer. The pt discovered a ¿small bubble on the lens¿ after the cls was removed from the eye. No additional medical information has been received. No additional medical information is expected. The lot number of the suspect product is unknown. The suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.